Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had my essure removed monday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of personal independence in daily activities ("I can't sit still/I m doing too much but I cant sit an do nothing") and pain ("I am not in any pain as long as I dont move a lot but when I do."). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, loss of personal independence in daily activities and pain outcome was unknown. The reporter considered loss of personal independence in daily activities, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("had my essure removed monday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities ("I can't sit still/I m doing too much but I cant sit and do nothing") and pain ("I am not in any pain as long as I dont move a lot but when I do.."). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, loss of personal independence in daily activities and pain outcome was unknown. The reporter considered loss of personal independence in daily activities, medical device removal and pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.